Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear? 3-4. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7079410.

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) pocket site of the spinal cord stimulator (scs) and was prescribed antibiotics. The patient later developed a blemish at the lead implant site, and popped it, upon doing so puss secreted from the blemish, the area was swollen and tender to the touch. The patient went to the emergency department was evaluated and released the same day, he was advised to continue the antibiotic medication he had been previously prescribed. The patient became more symptomatic and subsequently underwent an explant procedure of the entire system, and while in the hospital was given intravenous (IV) antibiotics. Cultures were taken but the results are unknown. The patient is doing well post operatively and continues oral antibiotics. The devices will not be returned for analysis as they were discarded by the facility.